Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection and right heart failure cannot be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. Infection is listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 9 months, 26 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the emergency department, was admitted for further evaluation, and assessments were suggestive of infection. The patient is reported to have a recurrent driveline infection with (B)(6). (B)(6) bacteremia and mediastinal abscess were confirmed. The patient was discharged in stable condition and will continue a chronic oral suppression of antibiotics with indefinite duration and weekly labs.